Manufacturer narrative:
(B)(4). Foreign - (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial broach handle will come loose. Photos of the instrument show it is fractured. This occurred after the instrument was used. There was no impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned device identified signs of use and the top plate was fractured and separated. The potential field age of the instrument was 10 years and 11 months. The root cause remains unchanged. The reported issue is attributed to the wear and tear of the instrument due to repeated use for more than 10 years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified signs of use and the top plate was fractured and separated. No further evaluation can be performed based on the provided picture. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to the wear and tear of the instrument due to repeated use for more than 10 years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.